Manufacturer narrative:
As received, a complete lead with a stylet was returned in one piece for analysis. The s-curve hump height was measured within specification. A guidewire was able to be fully inserted inside the lead and removed without difficulties. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
During initial implant procedure, the guidewire was unable to advance into the left ventricular (lv) lead. A new lv lead was successfully implanted to resolve the event. The patient was stable with no consequences.